Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 600mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day, (B)(6) 2024, with the issue resolved and no permanent damage. Multiple contact attempts were made by technical support to obtain additional information regarding the event; however, no response was received from the customer.